Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his monitor will not power up. He took the system off to take a shower and disconnected the belt from the monitor. The monitor was left on and alarms were sounding the entire time the belt was unplugged. He connected the belt to the monitor and could not get the system to power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has not yet been completed. The reported problem (won't power up) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.